Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump cracked while the customer played golf. As a result, the touch screen became unresponsive on the bolus button. Customer¿s blood glucose was 225 mg/dl. Reportedly, customer continued to use the pump for basal delivery therapy.